Event description:
It was reported that this product was explanted due to infection. During extraction of another manufacturer's lead, it was believed the svc was torn and the patient subsequently expired later on the same date. There were no additional adverse patient effects as a result of the device explant.